Event description:
As reported, when inflating during an arteriovenous fistula (avf) thrombectomy, the balloon of this fogarty arterial embolectomy catheter burst and missing pieces remained inside the patient (manufacturer reference (B)(4)). A second catheter was inserted to recover the debris of the first balloon, but the balloon also burst, leaving missing pieces (manufacturer reference (B)(4)). Surgeon believes all fragments from both balloons were removed. There was no allegation of patient injury. The two devices were available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.